Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number) and PMA 510k are unknown, no information provided to date.

Event description:
It was reported there was an alarm that occurred. There was no patient injury reported.